Event description:
The diabetes educator reported that customer was hospitalized due to high blood glucose. The diabetes educator also mentioned that the customer should receive training on the pump while in hospital. Diabetes educator was advised to have customer call the help line once she is feeling better, to troubleshoot the pump.